Manufacturer narrative:
Date recv'd by MFR: 22nov2019. A touch screen assembly was returned for analysis. An investigation was performed and the touchscreen was received with cracked or shattered glass. Due to the damage, no additional testing is required. Touchscreen scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 20nov2019. Date of report: 21nov2019. The service technician confirmed the issue was resolved by replacing the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The customer reported touchscreen not working. There was no patient involvement or user harm reported.